Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump did not occlude and did not generate any alarms during testing" was confirmed through downstream occlusion (dso)/upstream occlusion (uso) test. The dso sensor does not occlude when the tubing is clamped. The device reaches 10 psi but primes continuously and does not occlude from max psi. The probable cause was the left valve has been worn down by the camshaft. All camshaft components including valves and expulsor replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump did not occlude and did not generate any alarms during testing¿; during device evaluation the allegation was confirmed due to the left camshaft valve was worn, causing it to not fully engage with the tubing.